Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. Another system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. It was reported that blood had traveled from the balloon catheter and was visible in the coaxial umbilical cable. The case was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 02904 were returned and analyzed. The files showed at least 21 injections were performed with a non-returned balloon catheter on the date of the event. The files confirm system notice 50032 "compromised outer vacuum" on injection 21 on the date of event. The files also showed system notice 50006 "blood in the catheter handle" on the date of the event. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "fluid in the catheter and stopped the injection." Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. No anomalies were identified during inspection and/or pressure testing of the shaft segment. The pull wire, shaft, and guide wire lumen were intact. During inspection of the handle segment, blood/ liquid was observed inside handle. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product due to the outer balloon proximal bond leaking and detached from the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.